Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports pt has a lead that is completely fractured and in multiple pieces. Rep reports that pt was having a "battery exchange procedure" and during procedure imaging, it appeared the right lead was fractured at the distal end, two electrodes "floating" at the proximal ends of the leads, and a lead to the right side of the right lead. Rep writes later in the report there are 3 "floating" electrodes. Rep reports that the physician decided not to proceed with the procedure. Rep reports turning stimulation of the right lead off and used two electrodes on the left lead that were showing "ok to use per impedance and connectivity check". The physician referred the patient to a neurosurgeon to remove the leads. Rep attached a picture of impedance/connectivity check: contacts 4,5,8, and 11 through 15 show avoid/do not use. The majority of impedance values shown are above platform threshold with most showing 40 ,000. The issue is still ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013 ; brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the patient informed them that she has an appointment with a neurosurgeon on (B)(6) 2026 to discuss surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Normal eri replacement/ patient request for newer technology. No issue with battery. Rep met with the patient in (B)(6) 2025 to discuss replacement upon request for updated technology/check device since the patient had not been seeing any pain doctor/representative since 2020. The lead migration origin is unknown/ unsure of how this occurred as there were no complaints of an event by the patient. The surgery for ipg replacement was promptly canceled and the patient is being referred to a neurosurgeon for lead replacement and ipg replacement. Dates unknown. No, replacement surgery to be scheduled.